Event description:
The original report received from the affiliate states that the atw guidewire could not cross through the lesion. Product analysis showed a stretched condition at 2.5cm from the distal end of the wire. The patient is a male approximately (B)(6). The product looked normal when taken from its packaging. There was no damage noted to the outer packaging. The target lesion location was the right coronary artery (rca). The vessel was described as calcified. Access was made in the radial artery. The guidewire was not pre-shaped prior to insertion. There was no difficulty tracking the guidewire through the vessel, but the wire would not go through the lesion. It is unknown if there was any damage noted to the wire after removal. It is unknown if the lesion was successfully treated. There was no reported injury to the patient. The product was received and analyzed showed that the distal tip of the wire presented a bend at 0.5 cm from distal end and a stretched condition at 2.5cm from the distal end.

Manufacturer narrative:
The complaint received states that during an interventional procedure, the atw guidewire failed to cross the target lesion and during analysis, a stretch damage was discovered. The original report received from the affiliate states that the atw guidewire could not cross through the lesion. The patient is a male approximately (B)(6). The product looked normal when taken from its packaging. There was no damage noted to the outer packaging. The target lesion location was the right coronary artery (rca). The vessel was described as calcified. Access was made in the radial artery. The guidewire was not pre-shaped prior to insertion. There was no difficulty tracking the guidewire through the vessel, but the wire would not go through the lesion. It is unknown if there was any damage noted to the wire after removal. It is unknown if the lesion was successfully treated. The product was received and analyzed showed that the distal tip of the wire presented a bend at 0.5 cm from distal end and a stretched condition at 2.5cm from the distal end. There was no reported injury to the patient. One non sterile sgw stab plus .014 300cm j ss was received coiled inside of a plastic bag. A kinked/ bent condition was observed on the guide wire at 11.0cm, 12.5 cm, 17.0cm and 20.5cm from the distal end. The distal tip presented a bent at 0.5 cm from distal end and a stretched condition at 2.5cm from the distal end. No other visual anomalies were observed on the received unit. The distal section was observed under microscope and was confirmed the stretched condition. Due to the nature of the failure reported by the customer "delivery system - failure to cross" functional analysis could not be performed. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The reported failure by the customer as failure to cross could not be evaluated; however, the returned device was analyzed and kinked/ bent condition was found on guide wire. The distal tip section presented a stretched and bent condition; it is possible that these damages were caused when the device attempted to cross the lesion. The device did not present any obvious indications of manufacturing defect or anomaly that could have contributed to the events as reported. The records indicated that the product met specification prior to shipment; therefore, no corrective or preventive actions will be taken at this time. The reported failure by the customer as failure to cross could not be evaluated; however, the returned device was analyzed and kinked/ bent condition was found on guide wire. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported and confirmed events.